Event description:
On medtronic's minimed 670g system with sensor. Sensor consistently is way off (60+) points from finger meter. Had 6 malfunctions out of 10, 3 bent needles that caused severe bruising. My body looks like I was hit several times by golf balls. Reported all issues to medtronic's, and got replacements but was told that sensor needs more time to calibrate... It's been 3 weeks.